Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the returned usb charger and usb cable and no damage was observed. Usb/charging cable passed testing. Visually inspected the power adapter and no damage was observed. Performed load test on the returned power adapter and the power adapter voltage was measured to be within specification range. Power adapter passed testing. Customer complained for ¿reader is ending all sensors they use. Have tried multiple sensors¿. Visually inspected the reader and no issues were observed. A known good sensor was scanned with returned reader. Built-in reader test was performed and no issues were observed. Control solution test was performed. There was no evidence observed for customers reported complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unknown quality issue with the abbott diabetes care (adc) device reader. As a result, the customer was incapable of testing and experienced dizziness and seizures and required food and sugar from the healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, cable and adapter were reviewed and the dhrs showed the freestyle libre reader, cable and adapter passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unknown quality issue with the abbott diabetes care (adc) device reader. As a result, the customer was incapable of testing and experienced dizziness and seizures and required food and sugar from the healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.